Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿retrieval of a micra transcatheter pacing system in a heart with a preexisting lead.¿ indian pacing and electrophysiology journal 18 (2018) 183e184 doi.org/10.1016/j.ipej.2018.05.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted transcatheter pacing system (tps) device. The article indicated that the tps showed fluctuations in the pacing threshold during the implant process and during the pull test. ¿immediately¿ after the procedure, the tps showed pacing failure and dislodgement; seen radiographically. The physician opted to replace the tps. There was difficulty removing the tps, since it was obstructed by the chordae tendineae of the tricuspid valve and the old pacemaker lead. The tps was subsequently removed and replaced. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is one of two events related to this implantable product. Please see regulatory report number is: 9612164-2018-00291, which was submitted in a timely manner on 2018-02-08. If information is provided in the future, a supplemental report will be issued.